Manufacturer narrative:
No patient information was provided although requested. The customer confirmed the reported issue and replaced the power switch overlay to address the reported issue. The unit was return to use.

Event description:
It was reported that the ventilator alarm light emitting diode (led) failure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and found the error code in the ventilator diagnostic logs. The customer was not able to duplicate the reported issue but was advised to replace power switch overlay. Further information is pending.